Event description:
A diabetic patient was taken to the ER on 5 occasions from 08/13-18/1997 for low blood sugar. The patient was treated with intravenous glucose (d50) and released. The patient had adjusted his medication according to a sliding scale based on the suspect device result on each occasion.